Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the device. The investigation is confirmed for the reported catheter fracture as multiple circumferential splits were noted approximately between 2mm to 4mm from the distal end of the luer. The edges of the circumferential split were jagged. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post catheter placement, the device allegedly tore. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2022). Device pending return.

Event description:
It was reported that post catheter placement, the device allegedly tore. There was no reported patient injury.